Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported there was a kink in the tube during patient use. There was no patient harm.